Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed raised bumps which are open sores under the patches. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Patient was an ointment. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.